Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix extended and with traces of blood/body fluids. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. The patient was stable throughout the procedure. Further information was requested but not received.